Event description:
On 12/12/96, a 65 yrs old female pt underwent a dual-chamber pulse generator implant procedure that was connected to existing atrial and ventricular leads from another MFR. On 10/27/98, the MFR rec'd a report that the above mentioned pt's pacemaker was at end-of-service 1 yrs 10 months post implant. On 10/23/98, the physician elected to explant the dual-chamber pacemaker and replaced it with another MFR's device. The pulse generator was connected to the existing leads. On 10/29/98, the MFR rec'd the explanted pacemaker for an eval.